Manufacturer narrative:
Result: tray.

Event description:
It was reported the case and top over were cracked, resulting in fluid ingress points to the area housing electrical components. No pt involvement or adverse consequences were reported.